Event description:
Pt reported an alleged "leak". The pt reported experiencing a loss of restriction and weight gain. The pt's physician tried to remove existing saline from the device, but there was no fluid left. An esophagogastroduodenoscopy (egd) was conducted, but the pt didn't know if the results confirmed a leak. No explant surgery has been scheduled.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not been returned as the device was not explanted. Based upon the implant data provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Further info from the reporter regarding the serial and model number a has been requested, along with contact info for the patient's physicians. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment. "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been complaint with nutritional guidelines, the pt may have a leaking band systems, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."